Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. The patient had contacted their peritoneal dialysis registered nurse (pdrn) due to an ¿m66 thermistor out of range¿ alarm. The pdrn advised the patient to re-setup with new supplies. However, when the patient opened the cycler door to remove the cassette, fluid leaked out. The patient was in fill 1 at the time of the leak. The pdrn instructed the patient to contact ts for further assistance. The ts representative told the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The ts representative also advised the patient to inform their pdrn of the replacement. Additional information was obtained through follow up with the patient. The patient stated there was no visible damage on the cassette and they were unsure what caused the leak. The patient stated they did not complete their treatment; they ended by performing a manual drain after disconnecting from the cycler. However, it was confirmed that the patient did not develop any symptoms due to the incomplete treatment. In addition, the patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler and was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was retained and reportedly available to be returned for a manufacturer evaluation.